Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose and high blood glucose. Blood glucose reading was 30 mg/dl and 360 mg/dl. Customer was treated with bolus. Customer also reported that the insulin pump had a cracked lip ring and reservoir was locked in place. Troubleshooting was declined for high and low blood glucose. The insulin pump will not be returned for analysis.